Event description:
Pt with breast implants has developed anaplastic large cell lymphoma 17 years after undergoing breast augmentation on (B)(6) 1994. Implants were round, textured, saline implants manufactured by mcghan. Pt was asymptomatic until approximately (B)(6) 2011 when she developed body-wide pruritis, noted an increase in the size of her right breast and the development of a right parasternal mass.